Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as tremors, convulsions and a loss of consciousness. The customer was unable to self-treat and required assistance from a non-healthcare professional, who administered fruit juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.